Event description:
The pt was implanted with a neurostimulation device for urinary control on 5/13/1999. On august 6, 1999 the pt reported a "violent shock" after walking through a theft detector. The MFR's rep reviewed the precautions regarding this device with the pt on the phone and encouraged her to see her physician.